Manufacturer narrative:
Patient codes: 2271 - labeled, 2063 - not labeled. Device codes: 1675 - labeled, 1410 - not labeled.

Event description:
It was reported that the patient has not been having good therapy and has had seizures. The patient pump had a volume discrepancy where the expected reservoir volume was 5.2 cc and the actual reservoir volume was 16cc. The hcp performed a study which did not reveal anything unusual. A study was then performed under live fluoroscopy and it is felt that the rollers did not move when the bolus was done. Additional information was provided regarding the study procedure and the caller stated they would consult with the hcp, and call back if needed. The patient's pump contained baclofen 500 mcg/ml. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.